Event description:
MFR received a report of a wheelchair user being found with her body on the floor, the wheelchair tipped forward, and the seatbelt around her neck. This allegedly resulted in the pt's death. The reporter stated that no one witnessed the incident, there was no device malfunction, and the chair will continue to be used.